Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient¿s stimulation would sometimes speed up on its own. When the patient synched the programmer to the implantable neurostimulator (ins) it showed she was in the proper position and the speeding up sensation stopped and would go back to normal. This started about 1 month after the patient got the device and the patient reportedly met with a manufacturer representative (rep) at that time. The patient was seen on (B)(6) 2013 for interrogation of the device due to ¿speeding up.¿ they ended up deleting all the programs the patient had and starting from scratch. The patient was reprogrammed and was receiving effective stimulation after reprogramming. It seemed fine after that until about last week when it started up again. The patient had not met with a rep in about 1 year. The patient meets with her health care provider (hcp) every month, and was directed to get in touch with a rep about the issue. The patient then received a new programmer in the mail. Since she started using the new programmer, everything, including her device, was working fine.